Manufacturer narrative:
Investigation: customer returned (1) loose 1/2cc syringe. Customer states that they syringe hub is separated. The syringe was returned with the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check due to unknown lot number. Process summary: automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials.it is not possible to review the DHR, maintenance dispatches, or the quality notification, as there is no batch number. A root cause cannot be determined.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe hub separated from it before use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "hub separation. Syringe hub is separated."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe hub separated from it before use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "hub separation. Syringe hub is separated."